Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was received with a derailed blade and visible biological material on the device, evidence that it was clinically used. The reported issue was substantiated as the jaws were unable to open or close since the blade was dislocated/not fully retracted. The blade was able to be retracted. However, the blade was not able to be realigned into the guiding slots; therefore, functional testing could not be performed. The jaw functionality was tested and confirmed to be acceptable as it was able to actuate, locked/unlock multiple times. While the jaws were in the locked position, they were inspected and found to be severely misaligned. Based on stryker sustainability solutions engineering evaluations, the type of failure reported can be caused by clamping on large, rigid tissue. Design of the lf4200 allows for larger bites of tissue than other devices. It is critical, however, that the user does not place too much tissue in the jaws during use. If jaws are overfilled, it is possible for the cutting mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Before activating the cutter, the user must visually confirm that the tips of the jaws are fully closed following the tissue fusion cycle. If the tips of the jaws are not fully closed, it is possible for the cutter mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Sss instructions for use states: "do not use this device on vessels in excess of 7mm in diameter." "To ensure proper function, eliminate tension on the tissue while sealing and cutting." "Avoid overfilling the instrument jaws with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." "Visually confirm that the jaws have reached the closed position prior to activating the cutter. Failure to do so may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or patient." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 1056128-2013-00137 where the device blade derailed and cut a patient's artery, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure using a ligasure, "the device locked and would not unlock during the case. The jaws locked." Pictures of the device confirmed the blade is derailed. There was no patient injury reported by the user facility.

Manufacturer narrative:
At the time of this report the complaint device has not been returned to stryker sustainability solutions (sss) for an evaluation. Once the device is return and an investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure using a ligasure, "the device locked and would not unlock during the case. The jaws locked." Pictures of the device confirmed the blade is derailed. There was no patient injury reported by the user facility.